Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and white silicone rubber was found in the air water nozzle. Even though the silicone rubber is a component in medical solution and antifoam agents, the origin of the material and a root cause could not be established. The event can be detected/prevented by following the instructions for use which state: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1) keep the air/water valve¿s hole covered with your finger. 2) depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.